Manufacturer narrative:
It was reported that shoe caused pain/other trauma - wound on top of left foot. The shoe rubbing on the top of the left foot. The fit was the source of the trauma. They did not notice anything in the shoe. The patient developed a wound and was treated with debridement, dressing changes and offloading of the area. The wound has since healed. Product with the customer reported issue was returned and investigated by a quality technician and documented in the attached report. The issue has not been confirmed as reported.

Event description:
It was reported that shoe caused pain/other trauma - wound on top of left foot.